Manufacturer narrative:
Block e1: initial reporter facility name: hangzhou fuyang district hospital of traditional chinese medicine. Block h6: imdrf device code a15 captures the reportable event of clip did not detach after wound closure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure performed on (B)(6), 2023. During the procedure, the titanium clip would not detach after wound closure. The clip was pulled off the mucosa. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.